Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined, however, user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to the event.

Event description:
It was reported that trailing haptic broke while unfolding the lens in the capsular bag, resulting in not positioning the lens in its appropriate location. The surgeon then decided to leave the lens in the eye. Post-op patient experienced corneal edema and unclear vision. Physician re-operated and relocated the lens. Post-intervention patient has 6/9 uncorrected vision which, according to surgeon, will be improving in three months.